Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Two opened and one unopened sutures, in pouches, unopened suture in a blister and pouch, in a box were received for the report of suture was found broken, the color was wrong and it was not black. Samples were visually inspected and found to be nonconforming. Sample 1 and 2 - suture is light in color, not black and is broken. A dimensional inspection was done for suture diameter and sample was found to be conforming. Functional testing for suture strength was performed and sample was found to be conforming. Functional channel smash was performed and both sample 1 and 2 were found to be conforming with black suture. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be non-conforming visually, however the samples were conforming for all functional and dimensional testing associated with the reported suture broken event, therefore suture was broken as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The sutures were found light in color; however since the suture color within the channel were confirmed as black; a root cause cannot be determined for the complaint as described by the customer. The exact root cause for the discoloration cannot be confirmed as suture color within the channel was black and the sutures met specifications for dimensional and functional testing. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery ophthalmic suture color was wrong and it was not black. Suture broken immediately. The surgery was completed with alternative product on the same day. There was no patient harm. Details of surgery was not reported.